Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicating provocative testing was performed and the noise was reproducible. The device was successfully reprogrammed to resolve the event. The patient was in stable condition.

Event description:
During a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Abbott technical services was contacted and recommended provocative testing be performed. No intervention has been performed. The patient was in stable condition.